Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the device was scoring the pin during a procedure. A back up device was used to complete the procedure with no allegation of adverse consequences.